Manufacturer narrative:
Concomitant product: product ID 8709, lot# j0177957r, implanted: (B)(6) 2001, product type catheter. (B)(4).

Event description:
A motor stall was reported and was confirmed in the pump logs. No motor stall recovery was recorded. The stall was noted to have been caused by the patient having had an MRI, and the patient had been away from the MRI for thirty minutes. No alarms were heard, but the patient was noted to have been elderly and 'might not hear that well.' The healthcare provider stated that they would call back only if the stall did not recover. As of the date of this report, it was not known if the stall recovered. No patient symptoms were reported. The medication used within the system was baclofen. Additional information was requested but not available at the time of this submission. A follow-up report will be submitted if further information is received.